Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics also, had corroded motor home switch. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify motor error alarm, missing segments display, fainted screen anomaly or display anomaly due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump screen was very faint and that there was a daze haze around the bottom of the screen. Whenever she hits the act button the display goes blank. The device also alarmed motor error last night. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer did not have a new aaa alkaline battery to test inside of the insulin pump. The customer also discovered condensation under the top right corner of the lcd display screen. The customer was unaware of how the moisture exposure occurred. There were no other cracks or issues with the device. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.